Manufacturer narrative:
Continuation of d10: product ID b3300542m serial# unknown implanted: (B)(6) 2022 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542m, serial/lot #: unknown, ubd: 14-sep-2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported as a lead revision case. The manufacturer's representative stated that they were covering a lead revision case for a nother representative, but provided no additional information.  Technical support services (tss) reviewed the compatibility of the lead with the test kit. The representative mentioned that the case may have already been reported in mpxr.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer's representative provided additional information indicating that the circumstances leading to the extension and lead replacement were an impedance issue that was resolved following the replacement.

Event description:
The manufacturer representative provided additional information indicating that an extension was replaced. No other information was provided.

Manufacturer narrative:
Continuation of d10: product ID b3400060, serial# unknown, implanted: (B)(6) 2022, product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.